Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation, however, no lot number was provided, and a thorough review could not be conducted. Visual inspection showed the rod fractured at the end spool section of the rod. The fracture at the site of failure was clean with fracture lines on the end spool and proximal end of the rigid rod matching against both ends. The pet cord was found to be secured at the end spool as well as the set end screw end. The lordotic spools of both rods showed minor scratches and scuff marks at various locations. The spacer and bumper of the 152.012s assembly were intact but showed significant deformation and cracks. Dimensional inspections were performed and found the implant was within specified tolerance on the drawings. The observations indicate the failure was the fracture of he rigid rod portion in location below the end spool. The exact cause of the fracture cannot be determined.

Event description:
It was reported to globus that a pt had a revision surgery due to the breakage of a transition implant. The initial surgery was (B)(6) 2015, the revision surgery was (B)(6) 2015.